Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was not returned for evaluation; therefore, visual inspection could not be performed. Functional/performance evaluation: the sample was not returned for evaluation; therefore, functional and performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: one electronic photo was evaluated. The photo shows a deployed denali filter in a specimen cup. Due to the angle of the filter in the specimen cup, the total number of limbs could not be determined. Based upon the photo received, failure to advance cannot be confirmed. Conclusion: based upon the photo provided, the complaint investigation is inconclusive for the filter allegedly failing to advance through the introducer sheath. Potential root causes and contributing factors were identified. Corrective and preventative actions have been identified and effectivity of these corrective and preventative actions is being monitored. Labeling review: the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Additionally, specific warnings, precautions, and potential complications associated with the device are included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter became stuck inside the deployment sheath and could not be advanced; therefore, the filter and deployment system were exchanged for a new vena cava filter that was prepped and deployed successfully. There is no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.